Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint of "stopped responding." No misalignment of grips was observed. The electrical continuity test passed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and performed grip function successfully. However, the instrument was found to have charring and localized melting at the grip base between the grips. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument still passed the electrical continuity test. Any material missing is likely to be thermally induced rather than mechanically induced. Additionally, the failure of thermal damage of the bipolar yaw pulley - between the grip base to not be related to the customer reported complaint. The root cause of thermal damage of the bipolar yaw pulley, between the grip base, is most commonly attributed to mishandling/misuse.

Event description:
It was reported that during a da vinci assisted procedure, the maryland bipolar forceps (mbf) instrument stopped responding. The procedure was completed and there was no patient injury.